Manufacturer narrative:
Updated device code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there have been jumpy impedances on this pacemaker, connected to leads from another manufacturer. The right atrial (ra) channel has had an impedance measurement that was greater than 3000 ohms. The health care professional (hcp) was trying to determine programming options, to avoid being alerted of minute ventilation oversensing. However, technical services noted that this may still occur. Troubleshooting options were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there have been jumpy impedances on this pacemaker, connected to leads from another manufacturer. The right atrial (ra) channel has had an impedance measurement that was greater than 3000 ohms. The health care professional (hcp) was trying to determine programming options, to avoid being alerted of minute ventilation oversensing. However, technical services noted that this may still occur. Troubleshooting options were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.